Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A memory review noted that the device had exited storage mode on date of the procedure, and was exhibiting normal operation. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was not successfully implanted. It was reported that difficulty was encountered while attempting to insert the right ventricular (rv) lead into the header and associated pacing impedances were high out-of-range. The rv lead was tested on the pacing system analyzer (psa) and returned normal readings. It was also reported that the device would not exit storage mode. Another device was then selected for implant and the procedure completed with no additional complications and no lead changes required. The attempted implant device was returned for analysis and no adverse patient effects were reported.